Event description:
Device surged to 1.9ma during russian waveform electrotherapy treatment resulting in shock to patient. This malfunction causes the printed circuit board to change the stimulatory patient output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn to the area beneath the electrode pads.

Manufacturer narrative:
This device is for export only.